Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial# unknown,) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6) ), unknown egia su, unknown endo gia sulu (lot# unknown), unknown egia su, unknown endo gia sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric gastric bypass procedure, the stapler was not fully completing the firing sequence when using three 60mm reloads. The set-up process, loading, cycling, and firing sequence all appeared normal, however the stapler would only fire and cut part way. The adapter was switched out with a new one, which appeared to fix the problem. All subsequent firings worked as expected. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that a purple 60mm reinforced reload could be seen. The jaws were open. Staple pushers were up proximally. Staples were protruding from the 3cm cut line. Both distal sutures were intact. The anvil reinforcement material was torn and the remaining material was under the anvil suture. Other reloads were visible in the background but could not be examined due to image quality. One tan 60mm reload could be seen. Staples could be seen protruding from the 1cm cut line. A loose unformed staple was resting on the staple cartridge. It was reported that the instrument partially fired. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.